Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7349718. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted was reviewed by our quality engineers; they were unable to observe any indications of a failed seal, that would be identifiable by breaks in the adhesive residue on the webbing of the returned packaging. Unfortunately due to our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system came with the package opened. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter came with the package open. Information received by email on (B)(6) 2019: the incident was noticed during the use.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system came with the package opened. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the catheter came with the package open. Information received by email on (B)(6) 2019: the incident was noticed during the use.